Event description:
The device involved in this MDR report was explanted and returned 5 years after implant because of absence of scanning and pacing in the atrial channel and high atrial lead impedance.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.